Manufacturer narrative:
(B)(4). Device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was a lead revision scheduled for this ra lead due to dislodgement.